Event description:
The complainant alleged that during routine testing by a biomed, the device displayed only a green dot in the bottom of the display and there was a steady tone. The complainant indicated there was no pt involvement with this reported malfunction.